Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The unit was calibrated, resolving the reported complaint. The unit was returned to service. Block a: no report of patient involvement. (B)(6).

Event description:
The distributor reported that the unit failed the preuse checkout and provided an alarm for relief valve open and expiratory flow sensor check failed. There was no report of patient involvement.